Event description:
The surgeon attempted to implant an aq2010v three piece silicone lens but it felt tight in the cartridge and tore as it was being inserted. There was no pt injury or event. The staar sales representative stated it was unknown as to why the lens tore. An msi-tm injector and an aq fp cartridge were used but the lot numbers were not provided by the facility.